Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin. The customer reloaded the cartridge and insulin gauge showed a fill estimate of over 60 units. The customer declined to deliver a test bolus of 10.2 units, and will continue using the current cartridge for therapy. Although tandem technical support followed up with the customer to verify that the fill estimate was accurate, no additional information was provided on the reported event. There was no reported impact to the customer's blood glucose level.